Event description:
It was reported that during a photo-selective vaporization procedure, the fiber was not firing after 39 joules and 0:00:01 seconds of fiber use. There was no aiming beam at the firing end of the fiber. The red aiming beam was observed to be inside the fiber instead. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported beam inside the fiber is confirmed as analysis identified a break on the body of the fiber. Visual analysis did not identify signs of usage identified. There were no signs of devitrification or debris adhesion on the surface of the fiber tip. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the information available it is probable that excessive manipulation prior to fiber use may have contributed to the fiber body break. According to the device instructions for use (IFU), do not bend the fiber at sharp angles. Damage may occur to the fiber. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis of the returned fiber identified a fiber body break between the input connector and the control knob. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed the aiming beam appeared at the break location. There were no signs of debris adhesion on the metal cap and no devitrification on the fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU state, caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available a conclusion code of unintended use error caused or contributed to event was assigned to this analysis. The interaction between the user and device, caused or contributed to the observed fiber break.

Event description:
It was reported that during a photo-selective vaporization procedure, the fiber was not firing after 39 joules and 0:00:01 seconds of fiber use. There was no aiming beam at the firing end of the fiber. The red aiming beam was observed to be inside the fiber instead. The procedure was completed with a second fiber without patient complications.